Event description:
A customer contacted beckman coulter inc. (Bci) regarding erroneously low sodium (na) results generated by the unicel dxc 800 pro synchron clinical systems. The initial na results were in the range of 135-138mmol/l. The samples were repeated on a different instrument and higher results were obtained. The repeated results were reported out of the lab. The customer detected low na results before they were reported. No false low na results were reported. There was no affect to patient treatment.

Manufacturer narrative:
The ion selective electrode (ise) system is calibrated every 24 hours followed by a qc run. Prior to the event, qc results were within the lab's established ranges. The customer is using the twice-weekly flow cell maintenance procedure. The customer replaced the na measuring electrode, replaced the sample syringe and flushed the flow cell. A field service engineer (fse) was dispatched: the fse cleaned the flow cell and replaced the na reference electrode. Pre-analytical sample handling was discussed with customer. A clear root cause for this event has not been determined. A malfunction will be assumed for the purpose of this report.